Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging their implantable neurostimulator (ins) too often; she was having to charge twice a week. This issue was discovered in (B)(6) or (B)(6) of 2019. The patient stated that she met with a manufacturer representative (rep) and he adjusted the ins, so it wouldn¿t take so much ¿juice¿ and she didn¿t feel stimulation in their legs. The patient also turned the stim off at night, so it wouldn¿t use so much battery. Overall, the patient noted that everything was fine since being adjusted by the rep. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.